Event description:
This spontaneous case report was received on 13-jan-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032667, received at FDA on 07-nov-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced severe cramping, pain, edema and irregular periods, the essure device shifted from the fallopian tube to low in her uterine wall. FDA report type was injury', reported outcome of events was 'hospitalization' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. In 2008 , the consumer had essure (fallopian tube occlusion insert) implanted for permanent birth control. Consumer reported she has lived with severe cramping, pain, edema and irregular periods for the past five years. Now she is suffering from extreme pain and after having a CT (computed tomography) scan and ultrasound it has been determined she must have a hysterectomy to be rid of the pain. Hysterectomy including hospitalization was scheduled for (B)(6) 2013 (reported as event date by consumer on 07-nov-2013). This is due to the essure device shifting from the fallopian tube to low in her uterine wall. The product should be pulled and the makers held responsible. She is only (age not reported) and looking at possibly going through menopause due to this hysterectomy. No further details were reported. Ptc investigation result received on 27-jan-2014 ptc global number: (B)(4). Final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, "processing essure cases in dev@com." Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; device not returned. Medical assessment the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At time of this medical evaluation the technical investigation concluded this was an unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect follow up information received on: 31-jan-2014 consumer did not answer to contact attempts. Case closed. Follow-up information has been identified on 13-aug-2015 during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)): the consumer had nickel allergy and had 3 children. At the time essure was implanted, there was no nickel warning. The doctor the consumer saw did not think the product contained nickel. The procedure was supposed to be quick and pain free, but it was not. They had to pause because of uterus spasms and the consumer was in extreme pain. After the procedure, she bled heavily (not just spotting), so heavily the doctor ended up doing a dnc (dilation and curettage). The consumer lived every day for 5 years in agonizing pain, she felt like someone was cutting up her insides with razor blades. Her hair began falling out by the handfuls, her skin started to become rougher and she would go for months without a period, and then she would have it extremely heavy, passing clots the size or her fist - this ordeal would last for 3 months. Intimacy was painful as well. In (B)(6) 2013, the pain became so severe that she could barely walk. An emergency CT scan indicated possible misplaced device. Her doctor was skeptical and tried hormones and further testing to fix those issues. A transvaginal ultrasound revealed a missing coil, and the doctor believed at that time that the coil was embedded in uterus and scheduled a total hysterectomy. The consumer was (B)(6) at this time. The surgery was difficult, and it was found out that the coil was not embedded in her uterus, it had perforated the uterus and was loose with abdominal cavity. An exploratory surgery was performed and the missing coil was located resting on descending colon. The consumer had a 3 day recovery at hospital. She was still suffering from brain fog and had autoimmune issues. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she bled so heavily (interpreted as genital bleeding) the doctor ended up doing a dilation and curettage. Approximately 5 years after insertion it was found that the device perforated the uterus and was loose with abdominal cavity, resting on her descending colon (interpreted as uterine perforation). She underwent a total hysterectomy and exploratory surgery to locate the coil. She also reported autoimmune issues. Uterine perforation was considered serious due hospitalization, while the remaining events are serious due to medical significance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event bled so heavily, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case, perforation was diagnosed approximately 5 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Regarding event autoimmune issues, given the pathophysiology of this event and essure's local effect in the fallopian tubes, it was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention and hospitalization. The product technical analysis concluded based on the available information there is no reason to suspect a quality defect.

Manufacturer narrative:
Legal claim received on 13-jul-2016 essure was inserted in (B)(6) 2008. After being implanted, she suffered from severe and permanent injuries. Company causality comment: this spontaneous, not medically confirmed case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she bled so heavily (interpreted as genital bleeding) the doctor ended up doing a dilation and curettage. Approximately 5 years after insertion it was found that the device perforated the uterus and was loose with abdominal cavity, resting on her descending colon (interpreted as uterine perforation). She underwent a total hysterectomy and exploratory surgery to locate the coil. She also reported autoimmune issues. Uterine perforation was considered serious due hospitalization, while the remaining events are serious due to medical significance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event bled so heavily, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case, perforation was diagnosed approximately 5 years after insertion. Given the nature of this event, causality with essure cannot be excluded. Regarding event autoimmune issues, given the pathophysiology of this event and essure's local effect in the fallopian tubes, it was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention and hospitalization. The product technical analysis concluded based on the available information there is no reason to suspect a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.